Event description:
A report was received stating an 840 ventilator experienced a blank upper graphical user interface (gui). There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse found the touchframe assembly inoperable and replaced the touchframe cable. The device passed all testing according to manufacturing specifications. (B)(4).